Event description:
The infusion pump was received at the service facility with a note indicating that the pump is appearing to operate but no fluid was being delivered. It is not known if the pump was in clinical use at the time. No add'l info was able to be received.